Event description:
It was reported that the patient suffered from dyspnea and chest pain. Pericardial effusion and myocardial perforation were noted. Pericardiocentesis was performed and the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.